Event description:
It was reported that the patient experienced undesired sensations causing the patient to twitch on the right leg due to overstimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted device was kept by the facility.

Event description:
It was reported that the patient experienced undesired sensations causing the patient to twitch on the right leg due to overstimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced undesired sensations causing the patient to twitch on the right leg due to overstimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted device was kept by the facility.